Event description:
It was reported that a malfunction alarm occurred after being exposed to extreme temperatures. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.